Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pain at the ins site; the device was surgically repositioned to the upper back on (B)(6) 2010. The pt outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since the patient was having fusion surgery, it was decided to revise the pocket at the same time.